Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a procedure to replace the  implantable pulse generator (ipg) due to elective replacement indicator (eri) , the right atrial (ra) lead exhibited high thresholds and high impedance. The ra lead was attempted to be replaced but could not d ue to patient anatomy. The ra lead was then reprogrammed and remains in use. No patient complications have been reported as a result of this event.